Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report frequent low battery alarms. The customer had changed the battery several times, but the device would power off shortly after. The customer's blood glucose level was unknown. The customer also received a weak battery alert. The customer was sent a replacement battery cap and was advised to call back if problems persisted.